Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 330 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. Customer also reported that insulin vial was rubbed between hands prior to inserting vial into reservoir. Customer was advised agains doing this. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
The date of event provided with initial report in section b3 was incorrect. The correct information has been provided with this report.